Event description:
It was reported that the device had a double beep no cassette error during testing. There has been no report of patient involvement. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found fluid ingression on downstream occlusion sensor. Functional testing found customer problem was not repeated during investigation. Found fluid ingression on downstream occlusion sensor possible cause the issue. Replace downstream sensor. The root cause of the reported issue was found to be user interface - fluid ingression damaged. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d5: operator of device: health professional.